Event description:
It was reported that in situ testing revealed an elevated ground path impedance, which has been increasing since 2007. The pt's language and speech development is poor. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.